Event description:
It was reported that a pump experienced system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Review of the history log confirmed the sys error 322. The evaluation found that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced.